Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart during a bolus attempt. The caller stated the she was programming the bolus and was unable to deliver it due to the alarm. The customer's blood glucose was 90 mg/dl. The caller also observed a signal too low alarm in the alarm history as well. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.